Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/25/2025, it was reported that the patient was driving, while the cgm readings would have been in a normal range. The patient suddenly experienced loss of consciousness without any warning symptoms. The patient had a car accident, hit a pole on the side of the road. The patient regained consciousness after hitting the pole and a concerned pedestrian called an ambulance. When the paramedics arrived a fingerstick was taken and the cgm reading was 170 mg/dl, and the blood glucose reading was 50 mg/dl. The patient was brought to the hospital where the readings were confirmed. The patient was treated with intravenous dextrose and fluids. No further medication would have been necessary and the patient was discharged after 2 days. At the time of the report the patient was stable and stated that she sustained no injuries from the car accident. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.